Event description:
It was reported that during an initial implant of an elevate anterior graft, the physician made several attempts to place the distal portion of the mesh without success due to the patient's anatomy. After several attempts to place the mesh, the tip of the needle bent and broke off in the obturator internus muscle. The physician inspected the area with his finger but could not feel or locate the needle tip. He decided to not go through with the elevate anterior placement and performed a native tissue repair and implanted a continence sling. He performed an x-ray the following morning and could see the tip near the descending ramus and obturator internus area. No patient complications were reported in relation to this event.